Event description:
Hill-rom received a report from the account stating the brake not set alarm was inoperable. The bed was located at the account. There was an injury reported. This report was filed in our complainant handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the brake was not set correctly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account set the brake correctly to resolve the issue. Based on this information, no further action is required.